Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: jul 28, 2023. Section h3 - device evaluated by manufacturer? Yes. Corrected data: upon further review it was noted that "g4 - PMA/510(k) number" field which was populated with a PMA number on the initial MDR should have been left blank; therefore, the information has been corrected in this supplemental MDR report as follows: section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half and with both haptics detached. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: unknown, as information was requested but not provided section b3 - date of event: date unknown, as information was requested but not provided section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained that her vision was poor, and she could not see well. As a result, the intra-ocular lens (iol) was removed. The patient had a history with poor results after being implanted with a lens from another manufacturer previously and the iol had been removed because of complaints of photopsia at that time. We have learned through follow-up that the patients visual acuity now is 0.6. No further details were provided.